Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the customer were still having issues with setup. The field service engineer discussed issue with site pharmacy staff, hardware issue is resolved/functional per staff. The issue was resolved by unloaded and reloaded medications. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had unable to remove medications. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in patient care. There were no adverse events or injuries reported based on this event.